Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was not hospitalized for the event. The patient was treated with vancomycin (1gm, routes, frequencies and durations were not reported) and ceftazidime injections (1gm, routes, frequencies and durations were not reported) for the event. Dianeal therapy was ongoing. At the time of this report, the patient has recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B4/f8: date of this report in the initial MDR is being corrected from blank to 08/10/2021.